Event description:
It was reported that an implantable neurostimulator system had been explanted due to infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# va00cex, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was doing well with the therapy before the infection. The infection was at the pocket site. It was unknown if a culture of the organism was taken.